Manufacturer narrative:
Received 1 unused catheter for evaluation. The reported event was unconfirmed. Per the visual inspection, the exterior of the sample was examined and found that the tip was manufactured per specification. The tip was correct for this product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user felt that the tip of catheter was sharper than usual. Therefore, another catheter was used for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user felt that the tip of catheter was sharper than usual. Therefore, another catheter was used for the patient.